Manufacturer narrative:
Updated section: annex codes: e, f, a, b. Additional information: it was reported that during a da vinci-assisted prostatectomy procedure, the procedure was initially reported as aborted or converted due to the patient¿s anatomy; however, further investigation confirmed that this was not the case. The procedure was successfully completed robotically. The patient did not experience any post-operative complications, and there are no concerns regarding long-term effects related to the event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during an unspecified da vinci-assisted procedure, an issue related to the patient's anatomy necessitated the procedure approach to be converted. Details regarding the patient anatomy issue are unknown. It also remains unclear if the case was converted to traditional laparoscopic or open surgery. Also, during the procedure, the customer had encountered a recoverable fault issue and the system locked. However, the customer was able to resolve the issue and continued with the procedure by power cycling the system. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the conversion was due to the patient's anatomy. Several procedures were performed on the provided initial robotic procedure date. Insufficient information is available for procedure verification; therefore, no da vinci system or instrument logs are available for review.